Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center and reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was valid at the time of sample processing. Siemens is evaluating the event.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s), who questioned the result. The patient was sent to a different hospital for a second opinion, a new sample was drawn and tested, which yielded good result. It is unknown on which instrument a new sample was tested. Next day, the original sample was repeated on the original analyzer. The repeat result of the original sample recovered similar and matched the new drawn sample result. The new drawn sample result and the repeat result of the original were reported as the correct results to the physician(s). There is no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00110 on 14-apr-2025. Additional information (22-may-2025): the customer reviewed the error and result logs, and no errors were identified. Siemens further evaluated the event and determined that sample-specific issues, such as sample handling or sample integrity, cannot be ruled out as a contributing factor. The cause of the falsely depressed sodium (na) result cannot be conclusively determined. The investigation findings and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation is required.